Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed and required maintenance. The field service engineer (fse) remotely accessed the station and confirmed the failure of the refrigerator. The fse coordinated with the customer to perform a reset of the helmer refrigerator; however, the required keys were not available on site. The fse verified the firmware status and continued troubleshooting through remote access software to ensure no additional issues were present on the unit. The fse later confirmed that the customer had resolved the issue by restarting the system in the correct sequence, which restored communication with the refrigerator on the bus. The fse validated that the unit was functioning properly and documented that medication delays had occurred until storage functionality was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.